Manufacturer narrative:
(B)(4). On (B)(6) 2022 the customer alleged failed battery test alarm and pump error alarm. Pump passed self test, sleep current measurement, active current measurement and displacement test. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked case above arrow and battery icon, cracked keypad overlay, and pillowing keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. In further full review in the pump history, these battery related alarms were found: failed battery test alarm on (B)(6)2022 at 12:45:36, insert battery alarm on (B)(6) 2022 12:46:27. Pump error alarm was found in the pump downloaded history on (B)(6) 2022 at 12:35:54, 12:35:54, and 12:45:00. No unexpected failed battery test, insert battery, nor pump error 82 alarms during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. Customer alleged for failed battery test alarm was confirmed. Customer alleged for pump error alarm was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. Customer stated that the insulin pump passed self and displacement test. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue to use the device.